Event description:
It was reported that pump required charger to be wiggled to connect properly, which suggested possible damage to pump usb port. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support, was out of warranty and in process of pump renewal, and no additional corrective actions or further outcome information were available.